Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the device was removed in (B)(6) 2015 because therapy stopped working due to the leads not working. The patient did not know details. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that caused the leads to not work. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported no cause was identified in regards to the lead not working.